Manufacturer narrative:
(B)(4).

Event description:
Information provided suggests that when placing the iliac legs the physician did not place the legs with any overlap in the main body graft. A follow up exam about a month later confirmed that the legs were detached from the main body graft and a type iii endoleak was present. An iliac leg extension was placed on one side and an iliac leg graft was placed on the other side to bridge the gaps between the iliac legs and the main body graft. The type iii endoleak was resolved.